Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the customer reported the tip of the instrument "worked in spurts." The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. There was no misapplication of the clips. The incident occurred when the surgeon attempted to clamp a vessel or tissue bundle. The jaws on the clip applier remained static and did not move when the surgeon commanded movement. No issues related to unexpected motion of clip applier while attempting to clip. The issue was not related to clip opening after closure of the clip. Horizon medium clips were used for the vessel. The vessel or tissue bundle was not greater than the specified diameter suggested. The incident occurred on the 1st clip application and a backup instrument was used to resolve the issue. No photos or videos were available for review. No patient demographics were obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested but has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The medium-large clip applier instrument was found to have grip input shaft #7 broken into pieces inside the housing. Other backend components adjacent to the broken inputs do not show damage. The instrument was installed on an in-house system and driven. The medium-large clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip did not fully close onto the test tube.

Event description:
Refer to h10/h11 for follow-up information.